Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not retrieve all episodes. The programmer crashes while trying to retrieve the episodes and it was not possible to clear the episodes. Device image was saved and device download was performed. Device was interrogated successfully afterwards. Patient's condition was fine.